Event description:
The customer reported not receiving insulin. The customer stated that the leadscrew is turning, but no insulin is exiting. The customer ran a prime on the pump and the insulin exited. The customer was advised to revert to manual injections and monitor blood sugar levels closely.